Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock due to t-wave oversensing on the right ventricular (rv) channel. Technical services (ts) reviewed the event and recommended programming optimization. No adverse patient effects were reported. This ICD remains in service.